Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that where the reservoir put in, plastic ring was cracked. Advised customer that the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The product will be returned for analysis.

Manufacturer narrative:
Unit received with partially broken off piece at the reservoir tube lip and retainer. The test reservoir locked in place properly and unit passed displacement test. Unit received with cracked reservoir tube lip. Unit received with minor scratched display window, case and keypad overlay.